Manufacturer narrative:
The returned device was received with the cannula assembly deployed. Inspection of the device found no leak. The exposed cannula was found to be bent and stretched past its length. Although damage to the cannula was observed, it is unclear when the bend occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose history is as follows: (B)(6). Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen. Insulin was leaking at the insertion site and that the adhesive pad was wet. The pod was worn between 4 and 24 hours on the hip/buttocks.